Event description:
It was reported that there was a volume discrepancy in the patient's pump. The expected residual volume at refill was 5.2ml and the actual residual volume was 8ml. It was noted that there was difficulty filling the pump to capacity. It was reported that 32ml of medication were put in after initial aspiration, but no more could be put into the reservoir. When aspirated, 35ml came out, which indicated that the pump was not completely empty. It was reported that 30ml were then put in, but no more would go into the pump. It was noted that there was no therapy or medical problem. The drug used in the system was infumorph. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709 lot# j0177974r, implanted: 2001 (B)(6), product type catheter. (B)(4).